Manufacturer narrative:
Information added/updated to section b5 and h6 (type of investigation, investigation findings, and investigations conclusions). Corrected data in section h6 (device code): 2983 (mechanical jam) replaces 4068 (intravalvular regurgitation). Additional h6 (type of investigation) codes: labelling review and analysis of images. H11: additional manufacturer narrative: it was initially alleged that, based on the most recent computed tomography (CT) scan, the valve frame looked like "fractured at one, possibly two locations, specifically on the ring where the valve is mounted". However, an independent external expert review of the CT images concluded that the frame is intact. It was also noted that in systole phase one leaflet appears to be fixed and that would account for the aortic regurgitation (ar) noted on echo. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. A complaint history review was performed; however, the root cause remains inconclusive. No complaints were reported for band anomaly (or)band fracture. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet immobility/restricted motion and pvl. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
Per the report received from united arab emirates, a patient with an inspiris resilia valve model 11500a27 implanted in aortic position was showing severe paravalvular and central leakage after an implant duration of six (6) years and one (1) month. Report of early valve degeneration was mentioned by implanting surgeon. The patient was reported to be asymptomatic and in stable condition. However, a valve-in-valve replacement was planned to be performed within the following weeks.

Manufacturer narrative:
E1. Reporter name and address: address - line 1: (B)(6). H11. Additional manufacturer narrative: an investigation has been initiated. Preliminary assessment of CT imagery was performed. Visual inspection in various angles and planes confirmed an intact valve metal frame. In addition, the stent post tips are in the same plane, no deformation or distortion of the valve were identified. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an inspiris resilia valve model 11500a27 implanted in aortic position was showing severe valvular leakage after an implant duration of 6 years and 1 month. Report of early valve degeneration was mentioned by implanting surgeon. The patient was reported to be asymptomatic and in stable condition. However, a valve-in-vale replacement was planned to be performed within the following weeks.